Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a bubbled downstream occlusion (dso) seal. During analysis, the customer's problem regarding error 46510 was duplicated on boot up. Error 46510 is an unknown ui error but recommend replacing printed wire assembly (pwa) board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited 46510 alarm and the screen turned red. No adverse effects were reported.